Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint: litigation alleges patient had pain and discomfort which affects ability to walk, sleep and move; and elevated metal levels in blood after asr hip implant. Doi: (B)(6) 2007 (left hip), dor: none reported; doi: (B)(6) 2009 (right hip), dor: none reported. Patient is resident of (B)(6). Update - (B)(6) 2012 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information and date of implant for the left side and also date of implant for the right side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Doi: (B)(6) 2007 (left); doi: (B)(6) 2009 (right). Update - (B)(6) 2015 - asr cup revision. Head and cup were removed due to pain. Cup was replaced with a gription multihole and a +4 neutral liner. Stem reported as remaining in situ. Added dor, updated doi, added surgeon and sales rep information, patient weight and stem and sleeve products. Update rec'd (B)(6) 2015 - medical records received. Upon revision, metal on metal necrotic debris, and minimal growth on the back of the acetabular cup were noted. The information received does not change the MDR decision. This complaint was updated on (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).